Manufacturer narrative:
(B)(4).

Event description:
During implant procedure, no capture was possible following several attempts to position the lead. The procedure was aborted and a different device was implanted instead. The patient was in stable condition following the procedure. Related manufacturer report: 2017865-2017-01100.

Manufacturer narrative:
A complete lead was returned for analysis. Visual examination of the lead found no anomalies. Electrical testing on the lead did not find any indication of conductor fracture or internal shorts. S-curve height of the lead was measured within specification. The cause of the reported event was unable to be confirmed.